Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and calcified vessel below the knee. The physician advanced the 2mm x 40mm sterling es mr balloon to the lesion and upon the first inflation to 8atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.